Event description:
A home patient (hp) contacted (B)(6) regarding a check your position alarm that occurred on the homechoice (hc) unit during therapy. The hp stated the patient line was filled with air. The technical service representative (tsr) advised the hp to end therapy and start over using new disposables. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's daughter in law who stated therapy resumed with new supplies. No defects were noted with the supplies and she had no idea what lot the cassette was from. The daughter in law confirmed the home patient is resuming therapy on the cycler without further incident. No adverse event resulted from this event. An engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was due to the air in the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.